Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl 744mcg/ml for a total dose of 264.67mcg/day, bupivacaine 16.7mg/ml for a total dose of 5.941mg/day, clonidine 698mcg/ml for a total dose of 248.31mcg/day, and unknown baclofen 605mcg/ml for a total dose of 215.22mcg/day via an implantable pump for spinal pain. It was reported the patient called the office on (B)(6) 2016 to report a "thin spot on their pump." At office visit on (B)(6) 2016 the patient further reported "scaling and scabs" in the same area for three weeks. An exam showed a significant breakdown of the skin over their pump side port secondary to thinning of their skin in this area. It was erythematous, but not swollen and was in danger of dehiscence. The patient was placed on oral antibiotics, and on (B)(6) 2016 they underwent removal/explanted/replaced of their 40ml pump in the right upper quadrant with replacement with a 20ml pump in the right low quadrant. The device disposition was unknown. The clinical diagnosis was thinning skin over pain pump with imminent dehiscence. The event resolved without sequelae on (B)(6) 2016. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related with the incisional site/device tract was pump pocket. Event date was (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the significant breakdown of the skin over their pump side port secondary to thinning of their skin in this area was not determined. The patient's weight was not measured. No further complications were reported/anticipated.